Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed damage to the sewing cuff, which likely occurred during explant. All leaflets were stiff due to visible calcification and vegetative-appearing host growth on the inflow and outflow. Tissue deterioration due to calcification was observed on the free margin of l1. All leaflets were in the closed position with gaps between all free margins due to extrinsic calcification nodules on the inflow and outflow. Pannus appeared to cover post 1, commissures 4 and 5 and, to a lesser extent, commissures 2 and 3. Thick, glistening off-white pannus remained attached to the base stitching extending approximately 6mm onto the inflow of l1, 3mm of l2 and l3 showing possible evidence of a reduced inflow orifice area. Pannus remained attached to the existing sewing cuff extending to the outflow rails of all leaflets covering post 1 and partially covering post 2 and 3. An unknown amount of pannus appears to have been removed during explant. The radiography revealed calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the stenosis could not be determined from the limited information available. Based on the risk analysis and historical trend, immobile leaflet was one of the most common mechanisms which could lead to stenosis. Pannus would be the common cause for immobile leaflet. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms. Therefore, it is unlikely that the endocarditis originally came from the device and/or valve manufacturing process. Endocarditis events that occur more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this patient had endocarditis that contributed to the need for replacement of the 23mm valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 2 months post implant of this 23 mm aortic bioprosthetic valve, it was explanted and replaced with a non medtronic product. The reason for the replacement was reported as stenosis. No additional adverse patient effects were reported.